Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the touchscreen was unresponsive and is not functional. The issue occurred after the customer accidentally jumped into the shallow end of the pool with the pump. There was no reported impact to the customer's blood glucose level. The customer reported that manual injections would be used for alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.